Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 2006 was used based on age of patient. Medwatch report # mw 5233000000-2022-8006.

Event description:
It was reported that the bd smartsite¿ vented vial access device was push down into the vial body causing the medication to waste and increase exposure to staff. The following information was provided by the initial reporter: the bd mv0400 universal vial access is not able to access small 1ml and 2ml vials. Instead of spiking and piercing through the septum, the septum is pushed down into the vial body by this access device. This causes medication waste and increased exposure to staff as some of the medications are harmful.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of septum being pushed into the body rather than breaking at the spike point could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mv0400 and lot 202035 as this is a supplier complaint. The quality engineer for this supplier has been notified of the issue. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd smartsite¿ vented vial access device was push down into the vial body causing the medication to waste and increase exposure to staff. The following information was provided by the initial reporter: the bd mv0400 universal vial access is not able to access small 1ml and 2ml vials. Instead of spiking and piercing through the septum, the septum is pushed down into the vial body by this access device. This causes medication waste and increased exposure to staff as some of the medications are harmful.